Manufacturer narrative:
B3: date of event - estimated as 45-days post implant.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted on (B)(6) 2023. It was reported that a leak was found at the patient's follow up transesophageal echocardiography (tee). The patient will remain on anticoagulation medication until the next follow up in six (6) weeks.